Event description:
Patient presented in the emergency department (ed) due to a recurrent stroke. Remote monitoring report of the diagnostic implantable cardiac monitor (icm) showed intermittent oversensing on the stored episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).